Event description:
It was reported that during advancement to the heavily calcified mid left anterior descending coronary artery lesion through the radial access site, the 3.5x23mm xience xpedition stent delivery system (sds) became stuck. Removal was attempted, but the sds would not move. Additional force was used to withdraw the sds and it broke in two pieces, 20 cm from the tip. The separated segment was snared. A 3.5x12mm xience xpedition was successfully implanted. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance and difficulty removing the stent delivery system (sds) could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guide catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Although it was noted the physician used force in the attempts to remove the device, this was due to the sds stuck in the lesion; therefore, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.